Event description:
A report was received that the patient was experiencing ineffective therapy. The patient underwent an ipg explant procedure but kept the paddle lead implanted. The paddle lead was connected to a wavewriter ets for a two-week trial period. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg sc-1110-02 (serial number: (B)(4)) was analyzed, passed the functional test, and revealed no anomalies.

Event description:
A report was received that the patient was experiencing ineffective therapy. The patient underwent an ipg explant procedure but kept the paddle lead implanted. The paddle lead was connected to a wavewriter ets for a two-week trial period. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing ineffective therapy. The patient underwent an ipg explant procedure but kept the paddle lead implanted. The paddle lead was connected to a wavewriter ets for a two-week trial period. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the physician was not sure what caused the patient to experience ineffective therapy. The physician decided to upgrade the patient to a device with illumina 3d software to attempt to better target the pain area.